Manufacturer narrative:
The patient had recovered and the device was not explanted. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following the implant procedure. The patient was hospitalized and was provided IV antibiotics. The device was not explanted. The patient had recovered without sequelae.